Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reports he developed a rash four months ago while using a competitor's ((B)(4)) skin barrier. At some point, the end user began using convatec's natura moldable durahesive skin barrier; however, his rash has not resolved. The end user sought treatment from his physician. He was prescribed clotrimazole propionate cream and instructed to use it every other day. No additional information was reported.